Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, scratched screen, missing end cap sticker, and cracked case near the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out of the device. No further information was provided.